Manufacturer narrative:
. Manufacturer narrative: secondary surgical intervention to rotate and remove and the replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was later repositioned and the problem was resolved. The lens was later exchanged for a spheric model lens and the problem was resolved. Cause of the event was a patient-related-factor due to zonular weakness.

Manufacturer narrative:
10: returned product evaluation - the subject lens was received dry within a microcentrifuge tube. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).